Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to the third-party service center for investigation. During evaluation, evidence of foam degradation was present. The device was scrapped as per customer request.